Event description:
It was reported to philips that the system turned off due to external power issue on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system and identified the external power issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).